Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-02979. As previously reported in MFR reports 1627487-2012-09447 and 1627487-2012-09448, the pt's scs system was explanted. The explant date is unk. The pt indicated she had experienced burning while charging her ipg. She stated she has received permanent nerve damage in her left hip due to the burns, and her pain levels have worsened. On (B)(6) 2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.